Event description:
The product was opened to the sterile field and the battery was dead. No patient contact or harm. A different laser catheter was opened to complete the procedure. Manufacturer response for spectranetics turbo-power laser atherectomy catheter, (brand not provided) (per site reporter): vendor will pick up for evaluation.